Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. Replacement parts sent and device was repaired. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer replaced parts to resolve issue, no parts were returned.

Event description:
The customer reported that the nav-ring had issues. There was no patient involvement.